Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of heart problems and peritonitis in a patient coincident with dianeal pd2 ambuflex, dianeal pd4 ambuflex, and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced heart problems. On (B)(6) 2011, the patient was also diagnosed with and hospitalized for peritonitis. Treatment was not reported. The patient was recovering from peritonitis. The outcome of heart problems was not reported. On an unreported date, the patient's catheter was repaired and replaced. On an unreported dianeal and extraneal therapies were withdrawn and the patient was started on hemodialysis. An opinion of causality was not provided. Information was received from a nurse, which medically confirmed this report. On an unreported date in (B)(6) 2011, the patient experienced heart problems. On (B)(6) 2011, the patient was hospitalized for the event. On an unreported date, the patient had heart surgery. It was unknown if the patient had any prior antibiotic treatment. The patient was recovering from the events. On (B)(6) 2011, the patient was discharged. On an unknown date in 2011, the patient was put on back-up hemodialysis as the patient had a migrated catheter that had to be repositioned. Per the nurse, the events were not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888131, gd888107, and gd887034 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis incident.